Event description:
It was reported that the patient presented remotely via merlin.net. Upon review it was found that patient's implantable cardioverter defibrillator (ICD) exhibited missing egm anomaly. The patient was stable.